Event description:
(B)(4). Same patient as 2134265-2009-03195. It was reported that following a coronary artery stenting procedure the patient experienced restenosis. The lesion being treated was a 2.25mm, 90% stenosed, 84mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and implanting a 2.75x32mm taxus express2 stent at 8 atms with post dilatation. Post-ivus was performed showing the stent was expanded well. Also, two non bsc stents were implanted in the mid lad and distal lad. There were no gaps between these stents. The patient was discharged 6 days post procedure. At 567 days post index procedure, restenosis was discovered in the mid lad. The patient had stable angina symptom at the event, and a stress test was positive. The lesion was 100% stenosed with timi 0 flow. The physician treated the lesion using an unspecified taxus stent and balloon catheter. Post procedure there was 0% stenosis and timi 3 flow. The patient was hospitalized 2 days. There was no angina reported at the two year visit.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).